Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient went to the emergency room after receiving a 1 inappropriate shock and multiple episodes of anti-tachycardia pacing (atp) from this implantable cardioverter defibrillator (ICD) device while sleeping. Interrogation of device revealed that this device exhibited p-wave oversensing and t-wave oversensing, due to mechanical contact with abandoned lead. At provocative maneuvers today p-waves and t waves were visible, but not marked by the device. All the measurements are stable and in normal range. Physician is going to investigate with x ray imaging.